Event description:
It was reported that a patient implanted with an implantable pulse generator (ipg) system was found unresponsive and with a pulse by the nurse the evening following the implant procedure. The cause of death was reported as suspected cardiac arrest with no cause for the cardiac arrest. There was no allegation of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient implanted with an implantable pulse generator (ipg) system was found unresponsive and with a pulse by the nurse the evening following the implant procedure. The cause of death was reported as suspected cardiac arrest with no cause for the cardiac arrest. The hospital reported that there was no suspicion of a device malfunction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: a3dr01, implanted: (B)(6) 2013; product ID: 5086mri52 implanted: (B)(6) 2013. (B)(4).